Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the lead was returned in four pieces. An insulation abrasion was found at 27.0 cm to 27.6 cm from the distal tip. Abrasions were consistent with constant friction with another implantable device. (B)(4).